Event description:
A distributor reported that a pump declared an alarm 20 during the loading process, indicating a cartridge alarm issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to successfully load a cartridge and resume insulin therapy, as the alarm recurred. Technical support assisted the caller with loading a new cartridge, confirmed the shipping address, instructed the caller to put the pump into storage mode, and arranged for a replacement pump to be sent. The caller understood and acknowledged the instructions to return the problematic pump via a pre-paid label within 10 days.